Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. Date of event is an approximation. On (B)(6)2024, the patient passed out in the living room and his parents called an ambulance. It was reported that the patient could not check his blood glucose readings as he was passed out. It is unknown what the cgm was displaying during this time. When paramedics arrived, they checked teh patient's bg and it was 30 mg/dl while the cgm was 200 mg/dl. The patient was treated with glucose gel. The patient was transported to the hospital where they were further treated with IV fluids by a nurse. After 3-4 hours, the patient was released from the hospital. At the time of the report, the patient was doing okay and in stable condition. Data was evaluated and the allegation was confirmed. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
Cmpl (B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.